Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation also found that the camera cable was faulty. The cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's image was dark. There were no reports of patient harm.